Manufacturer narrative:
The device was received for evaluation with the drain line cut into two pieces. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill line of a homechoice cassette leaked; further described as ¿leakage in the final line although it was closed and unused¿. This occurred during fill one of four of automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. Renal therapy services advised the patient to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.